Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle's positive pulse pin was thermally damaged. The ca board shows internal thermal damage between f600 and c139 indicating an internal short that caused f600 to blow. F600 was replaced to allow board to power up enough to obtain a download. Unit will be removed from service as a precaution. The root cause for the electrical short was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.